Event description:
A single staff member was transporting the resident from her room to the show area. One staff member was providing the shower to the individual and when the staff member rolled the resident towards them, the side rail released and this allowed the resident to fall to the floor, hitting her head and causing a wound while also suffering a large amount of blood loss. Resident sent to the hospital for stitches and was returned to the facility afterwards for a 72 hour head injury protocol to be completed.

Manufacturer narrative:
This report is being filed under exemption (B)(4) by (B)(4) on behalf of the MFR arjo hospital equipment ab (B)(4). Director of facilities (dof) mentioned several times: shower trolleys are a two staff operation and only one move the concerto down the hall and only one staff was performing the shower, which there should have been two. Mentioned that staff did notice the clip missing from the slide rail but did not report it. With the amount of damage to the side rail staff are not being careful in operating this piece of equipment and dof feels the side rail safety clip could have been damaged by running into the wall or other object. The eval of the device to date has been carried out by a representative of the manufacturer's sales and service unit subsidiary divisions, not a direct employee of the MFR. Additional info will be provided following the conclusion of the manufacturer's investigation.